Event description:
This lead has no known product status. A clinical report created on (B)(6) 2013 states that this lead was implanted and had a threshold of 1.5v at 0.4ms but then moved after the pocket was closed and dft was completed. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).